Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
A revision procedure is scheduled due to dislocation of the tray and stem components of a revive prosthesis. The surgeon reported that the tray and stem appeared to have separated.

Event description:
A revision procedure is scheduled due to dislocation of the tray and stem components of a revive prosthesis. The surgeon reported that the tray and stem appeared to have separated.

Manufacturer narrative:
Correction: FDA registration number - 0001649390 - te (blooming). D3 manufacturer entity. G1 manufacturing site for devices. The reported event was not confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.